Manufacturer narrative:
This report is submitted on october 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement, pain at the implant site and subsequent loss of connection to the internal device. The device was explanted on (B)(6) 2018 and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the patient's device was electively explanted due to non-use of device, there are no plans to re-implant the patient with a new device. This report is filed on december 10, 2018. (B)(4).